Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer's site. The fse discovered a small drip at the probe and proceeded to replace the dual diluent filters to resolve the leak. The fse also bleached the baths and the vacuum isolator chamber (vic), and replaced the sample probe as a preventative maintenance. The fse verified the repair as per established procedures and results met published specifications. Failure mode of the leak is attributed to the dual diluent filters. Beckman coulter internal identifier for this report is (B)(4).

Event description:
The customer reported a leak from the probe of the coulter ac t diff analyzer at the end of startup and while the instrument was idle. The customer indicated that approximately 4 ml of fluid leaked and was not contained within the instrument. The customer was only wearing gloves at the time of the event but no injury or exposure was reported. No discrepant patient results were generated and there was no change or affect to patient treatment in connection with this event.